Event description:
Healthcare professional reported a lap-band port leak. It is unknown how the event was first noticed. The lap-band port was removed and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time; therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, model number, or the implant date. Device labeling addresses the possible outcome outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."